Event description:
The patient monitor failed while in use. All patient vital signs information was lost.

Manufacturer narrative:
The customer's monitor was repaired and returned to service. The analysis of this issue showed that c329 on the (B)(4) pcba was the cause of the failures. An engineering analysis revealed that a capacitor in this circuit location is not appropriate in this design. Corrective action has been implemented to remove this component from the design in all products. A world-wide field corrective action has been implemented to resolve this issue in all field affected products. This initial report is considered final and the issue is closed.